Event description:
The manufacturer received information alleging a ventilator was alarming or low inspiratory pressure and high temperature. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, low inspiratory pressure and high temperature related codes were found in the ventilator's downloaded error log. These codes were not duplicated during service. The ventilator passed all testing and was found to operate as designed. The manufacturer concludes the low inspiratory pressure and high temperature conditions were caused by an occlusion of the air inlet port.